Manufacturer narrative:
Review of the results files for batch 9549 shows a well score of 1 & 2 respectively for cells I & iii for crrs(3), lot r176 resulting in a negative reaction. Cell I is a heterozygous jka cell and cell iii is a homozgous jka cell. Results should be positive. Sample contains anti-jka. Well images appear negative. The product was expired when the complaint cam in. No product testing can be performed. A review of the DHR: master list states cell I an iii jk(a+). Bulk testing: both cells 2+ (control = 3+ lot 614007-1). Manufacturing dry plate: cell I = 8, cell iii = 9-10 (lot dl17024). Product was approved for release into finished goods on 19sep2011.

Event description:
Customer reported getting unexpected negative reactions with capture-r ready-screen 3 (crrs3) lot 176, when testing a patient sample containing anti-jka on the echo.